Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas alleging that there were no alarms in the pump history although the patient used this pump for the last 4 months. The pump also allegedly did not give a low battery alarm or replace battery alarm therefore the pump allegedly has a memory error. There was no allegation of an adverse event with this complaint. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 04-jan-2018 with the following findings: a review of the pump alarm history did not find any errors, alarms, or warnings associated with the complaint. During investigation, a warning and an alarm were reproduced. The pump gave the appropriate sound and displayed the correct message on the screen. Both were accurately recorded in the pump alarm history. The alarm history was found to be recording properly during testing. The complaint of a history settings issue was not duplicated or confirmed during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.